Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension, product ID: 3031a, serial# (B)(4) implanted: (B)(6) 2004, explanted: product type: programmer, patient. Product ID: 3093-28, lot# j0417765v, implanted: (B)(6) 2004- product type; lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect about two months prior. There was no known accident or incident related to the complaint. The programmer was tried to be used and although the battery was replaced, all that came up on the back of it was the light for the 9v battery. In addition, the patient recently went to their healthcare provider for a regular checkup and her urinalysis indicated that ¿some nasty stuff¿ grew. An infection was noted and the patient was placed on antibiotics. The patient was also encouraged to have their device issue checked as soon as possible. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.